Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.1cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a cold right leg. It was then noted by the physician that the patient had an acute embolic event that caused right limb occlusion of the stent graft. The physician performed an intervention. The patient had an angiogram with removal of the embolic debris and the occlusion was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).